Event description:
The facility reports while the resident was in the lift, one of his feet slipped off the platform. The resident ended up on his knees, still in the sling. No injuries were reported. The unit was inspected by an arjohuntleigh service representative and was found to have a lot of scratches on both the legs and the base. It was otherwise in a generally serviceable condition. The sling was also inspected and found to be stained but in generally good condition. The unit was function tested and found to be working normally. (B) (4).

Manufacturer narrative:
Additional information will be provided upon the completion of the manufacturer's investigation.